Manufacturer narrative:
Additional narrative: it states tka surgery was performed for knee osteoarthrosis on (B)(6)2017. During the surgery, at the time of impacting the femoral component, the red lever of impaction handle got broken. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It states tka surgery was performed for knee osteoarthrosis on (B)(6) 2017. During the surgery, at the time of impacting the femoral component, the red lever of impaction handle got broken.